Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. While performing annual preventive maintenance, the customer observed the cflex option was missing on his unit and requested cflex option enable code. The field service engineer provided cflex option enable code (B)(4) to the customer via email. The customer reports he had received the cflex option code, and was able to install and restore the cflex option code. Per customer's report, the unit is now back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that cflex option is missing. There was no patient involvement.